Event description:
During a remote follow up, crosstalk resulting in inappropriate mode switching was observed on the device. Technical support was contacted and also noted, pacemaker mediated tachycardia (pmt), functional undersensing and a functional loss of capture. No intervention has been performed at this time. The patient was stable and will continue being monitored.